Event description:
The customer contact reported particulate. The tubing set was being used to deliver 1000 ml ringers lactate, at an unspecified rate, via gravity. After an unspecified length of time, the customer contact reported a small black particle was noted in the drip chamber of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delays of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.